Manufacturer narrative:
Upon further review, analysis confirmed this event to be related to a known advisory issue for medtronic programmers. Please see report # 2182208-2020-02109 for advisory information. This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Event description:
It was later determined that the shorter than expected longevity estimate was due to a programmer software estimator error.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the device had a ¿software error of product life calculation¿ two months prior to the device check. The device remains in use. No patient complications have been reported as a result of this event.